Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:52:17. During night drain cycle two, the patient's ultrafiltration reading was 1789ml, indicating the home patient (hp) drained 1789ml more than their maximum programmed fill volume of 1000ml. During evaluation of the logs, it was shown that a manual drain was performed during fill two with a drain volume of 1878ml. This manual drain was performed before the patient was filled during the cycle, indicating the home patient (hp) drained 2785ml (1878ml manual drain + 907ml drain one) more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available.